Manufacturer narrative:
Additional information: b3, d5, h4, h6(update codes), h11. H4: the lot was manufactured between 08/09/2025 and 08/10/2025. H11: the actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Two companion samples underwent functional testing and the sets performed according to product specifications with no air noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air entering an unspecified quantity of exactamix 2400 valve sets. Air was entering into the set through port #5 (sodium phosphate). This issue was observed while compounding prior to patient use. There was no patient involvement. No additional information is available.